Manufacturer narrative:
Customer returned the pump for alleged battery charge lasting less than expected (low battery life) and unexpected battery power loss found on (B)(6) 2021. The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Cleaned pcba 1 and pcba 2 with isopropyl alcohol with not effect. The high sleep current, low battery life and unexpected battery power are due to moisture damage. A review of the history files reveals there were one (1) low battery alert on (B)(6) 2021 and one (1) low battery alert on (B)(6) 2021 at 01:24 that was triggered. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Battery charge lasting less than expected and unexpected battery power loss are confirmed due to moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The customer will continue use of the device.